Event description:
During a lumbar discectomy, physician was using a rongeur and tore the dura. Physician repaired the torn dura with a 5.0 silk suture. Physician reported that the rongeur was not functioning smoothly but felt it was "sticking." Patient did not suffer any complications. The malfunction is occurring below the frequency and severity that are usual for this device.